Event description:
Customer reported experiencing elevated blood glucose levels after a cartridge change. Customer stated she noticed the insulin leaked out of the cartridge into the cartridge compartment; changed the cartridge. Customer was able to self-treat and blood glucose levels returned to normal. No adverse event reported. Requested return of the alleged cartridge for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.